Event description:
The dr was unable to aspirate blood through the inner lumen. The iab was removed and a second was inserted. The following was rpt'd to datascope on 10/28/97: the physician attempted to draw back blood from the central lumen in order to clear air from the lumen. He was unsuccessful in obtaining any blood so they decided to replace the iab catheter immediately. A second iab functioned properly for five days without incident. It was rpt'd that there was no pt injury or complication as a result of the event. The pt was in satisfactory condition. Event complications: none from the event - rpt'd 9/26/97 and 10/28/97. Pt current status: satisfactorily condition.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with blood noted on the balloon's exterior surface. The membrane was noted to be completely folded. Laboratory examination revealed no defects in the returned iab. Examination of the inner lumen revealed it to be patent. A trace amount of blood was noted within the inner lumen but it did not contain any clots. As a test, water was aspirated through the inner lumen with no abnormal resistance encountered. A laboratory .032" guide wire easily passed through the lumen with no abnormal resistance encountered. The inner lumen was within datascope's mfg specifications. Probable cause of difficulty: no defect was found in the iab or inner lumen. It is not possible to determine the exact cause of difficulty based on the given event description or laboratory examination. The dampening of the pressure waveform or the inability to aspirate via the inner lumen indicated that the inner lumen may have become occluded in some way or that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. Datascope's instructions for use state: "a fast forward flush is recommended hrly to help maintain patency of the central lumen. Always aspirate 3 cc. Initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male luer cap on the female luer fitting. Do not manually flush the central lumen with a syringe."